Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient was transplanted on (B)(6) 2021. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17aug2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted. The device would not be returned for evaluation. It was reported that the outcome was device or therapy related. Due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.